Event description:
It was reported to boston scientific corporation that an truetome jag 44 was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6) 2025. During the procedure, the tip of the truetome was not manipulated. However, the tip of the device deflected naturally and could not be in placed by rotating the handle. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: the cutting wire kinked. Please refer to block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation result of cutting wire kinked. Block h11: (investigation results): the returned truetome jag 44 was analyzed, and a visual evaluation noted that the cutting wire was bent. Functional test performed, and the device was inserted into the scope, the handle was rotated several times, and the tip was able to rotate. Additionally, the guidewire was in good condition. No other problems with the device were noted. The product analysis revealed that the cutting wire was bent. These conditions could have been generated by operational factors, such as manipulating the device through difficult anatomy, the technique used for the device manipulation or by the interaction between the device and the scope (hitting against a hard surface). Additionally, the handle was found without any visible problem and was able to rotate. Based on all gathered information, the most probable root cause is adverse event related to procedure.